Event description:
The customer tested her blood glucose using her contour and elite meters. She alleged the contour read as much as 50 mg/dl higher than her elite meter. Depending on the actual readings, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her contour test strips for evaluation. Replacement test strips and a new meter were sent to the customer.